Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's cartridge was removed while the case was being taken off. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 304-305 mg/dl.